Event description:
It was reported that the device exhibited inappropriate measured data. An initial measured data reading was 2.74 v, 19 ua, 3.2 kohms. A second reading was 2.63 v, 19 ua, 5.4 kohms, with a magnet rate of 91.5 ppm.